Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and missing end cap sticker.

Event description:
The customer reported via phone call she had a button error alarm on the insulin pump. Customer's blood glucose was 113 mg/dl at the time of the incident. Customer cannot go into the alarm history because, the buttons are not responding. Customer took the battery out and when she put it back in, she received an unexpected restart. Customer stated that a temp basal was not programmed before the unexpected restart alarm. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shorting after inserting a new battery. Customer has received numerous button error alarms but the esc and act buttons had not problems. Customer was sitting on her pump, so she feels that she caused the alarms. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.